Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, a system message displayed and the laser function would not work. The system was switched out to complete the case. There was no harm to the patient.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer resolved the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 10, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. The customer was not allowing the laser to boot-up completely before use. (B)(4).